Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported through the filing of a lawsuit that patient's hip was revised due to pain and discomfort. Intra-operatively, surgeon encountered a fractured ceramic acetabular [alumina] liner. The liner and an alumina ceramic head were revised.